Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer further reported that she also had unknown high readings. The customer declined to troubleshoot for high and low readings. The insulin pump was not returned for analysis.